Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. Additionally, communication issue was also reported. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has not been communicating with the telecardiology since implant and was reconnected this week. The transmission yesterday showed that the implant date was (B)(6) 2023 and not the correct date of (B)(6) 2022. Technical support was requested and boston scientific technical services indicated a new firmware was installed on (B)(6) 2023. At that time, it is likely that the device had a pd error and hence the interrogation date was set to the new implant date. The new date is reflected in the latest latitude upload. No adverse patient effects were reported. This device remains in-service.